Manufacturer narrative:
No device analysis was performed; the system met risk based criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was removed as the patient had to have 'other surgery'. There was no patient injury. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.